Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed self-test. Customer was assisted with alarm troubleshooting. Customer's blood glucose was 192mg/dl at the time of the incident. Customer stated that they have received the alarm twice. There was no indication that troubleshooting resolved the alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with rf pic failed alarm during self-test due to faulty electrical component on the rf board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip noted.